Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that on (B)(6) 2024, four spiration valves were placed in the left upper lobe under general anesthesia. Post procedure the patient was monitored in the hospital and had a chest x-ray performed which showed an ipsilateral pneumothorax. The patient required chest tube placement that same day. Two days later, the patient experienced a non-serious cavitary lesion in the valve treated lobe. No treatment was provided. Three days post procedure, the pneumothorax resolved without sequelae and the following day, the patient was discharged from the hospital. It was noted the ongoing cavitary lesion was ongoing. The physician indicated the events were related to both the procedure and the device. There are a total of 4 MDR reports for this event. (B)(6) for lot# w s487694, placed in lb3b (B)(6) for lot# w s485081 placed in lb4+5 (B)(6) for lot# w s479928 placed in lb3a (B)(6) for lot# w s479926 placed in lb1+2 this report is for number 1 of 4, reference number (B)(4). .

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.